Event description:
As reported via the edwards clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure, during the rinsing step of an edwards sapien valve in the sterile saline solution, a small particle was noticed on the valve tissue. Attempts were made to rinse the particle off but this was not successful. It is unknown if the particle became adhered to the valve during rinsing or if particle was on the valve prior to opening the valve container. A new valve was successfully used for this case.

Manufacturer narrative:
The sapien valve was returned to edwards lifesciences on (B)(6) 2013. The valve is pending engineering evaluation. It should be noted that all valves are 100% visually inspected for defects and 100% leak tested prior to termination. Investigation is in process.

Manufacturer narrative:
The sapien valve was received at edwards lifesciences. The reported complaint was confirmed upon examination. A green particle and a black fiber were extracted from the valve and were sent for chemistry analysis. Evaluation is in process.

Manufacturer narrative:
A thorough engineering evaluation was completed on the edwards sapien. Engineering evaluation of the returned device confirmed the reported particulate contamination. However, it could not be concluded that the device was shipped with a manufacturing non-conformity. Per report, the particulate was noticed during rinsing and it was unknown if the particulates adhered during rinsing or prior to rinsing. Per training manuals for device preparation, the valve is to be rinsed while still attached to the holder. In this case, the valve was returned detached from the holder, indicating that it had gone through additional handling steps during the case. For the green polyester material, based on the intactness of the sutures of the valve, it does not appear that the green particulate originated from the sutures of the valve. In addition, the polyester-based suture used for sapien valve manufacturing is white in color. A green polyester-based suture is used for sapien xt valve manufacturing. However, it is highly unlikely for cross-contamination to occur as the manufacturing process for sapien and sapien xt valves are segregated (different area and different assemblers). These two models are also sterilized separately. During manufacturing, sapien valves are 100% visually inspected for leaflet tissue, leaflet tissue attachment, and valve general appearance under 8x magnification. This inspection is also performed again before holder attachment. After holder attachment, the valves are 100% visually inspected for suture frays and contamination of the holder. Prior to final packaging, a 100% visual inspection is performed to look for foreign materials on the valves as well as inside the jars. These inspections make it unlikely that the green particulate was introduced during manufacturing. For the black cellophane material, the bill of materials (bom) for the valve including packaging material was reviewed and there were no black cellophane-based materials found. Cellophane has similar ft-ir as cellulose, which is present in cotton based material. The source of this particulate could not be determined, however, it is possible that linen fiber from manufacturing technician's clothing might have been inadvertently introduced onto the valve during manufacturing. Edwards enforces strict gowning procedures in each production cleanroom. As mitigation to the particulate contamination issue, clarity was added to the work instruction on how to discard temporary sutures as well as other particulates and where to discard them. Note: this valve was manufactured before this corrective action. The reported complaint was confirmed; but due to the condition of the returned sample, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. Corrective actions have been implanted to address this type of complaint. The IFU and the training manual for the retroflex3 system were reviewed and no labeling or IFU inadequacies have been identified. Review of complaint history did not reveal that occurrence rate exceeds control limits for the month of (B)(4) 2013 for this failure mode. Therefore, no further action is required.